Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the screen edges were loose, screen keeps blacking out when on with light stays on. Unit needs to be scrapped and to be quote for a new replacement. It was reported that the device display was blank and there was physical damage. The reported issues were confirmed. The most likely cause was traced to component failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter the screen of the video laryngoscope kept blacking out when it was on, even when the light stayed on. It was also mentioned that the edges were loose. There was no patient involvement.